Event description:
It was reported that a distributor received two trinica standard/select screws that were in packages labeled as fixed screws, but were actually variable screws. A third screw package was received in which the screw looked to have the incorrect anodize color; however, device evaluation by the manufacturer found the incorrect screw was within the package. These were detected upon receipt and there was no patient involvement. This is report one of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the packaged screw is a variable screw, although the label states that it is a fixed screw. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3012447612-2023-00385 and 3012447612-2024-00143.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a distributor received two trinica standard/select screws that were in packages labeled as fixed screws, but were actually variable screws. These were detected upon receipt and there was no patient involvement. This is report one of two for this event.